Event description:
Received info regarding a cartridge alarm during the load process. Customer's blood glucose level was not impacted. Customer was able to reload the cartridge successfully.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.